Event description:
It was reported that the insulin pump was exposed to fluid after it had been dropped into the toilet. The blood glucose reading was 145 mg/dl. Several alarms were also found in the device's history, including motor error, bad battery and button error. The customer stated that he tried giving himself a bolus and the carbohydrates kept scrolling. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. The pump was received with normal operating currents and no unexpected off no power, low battery or bad battery alarms noted. No motor error alarms were noted, either. However, the pump had intermittent button response due to corroded keypad traces. No numbers scrolling up or moisture damage on the electronic assembly/motor was noted. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.